Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and calcified distal left circumflex (lcx). The proximal lcx and side branch were predilated with two non bsc devices, sizes 2.5x14mm and 1.3mm. After the non bsc guide wire crossed the lesion, another non bsc device was unable to cross the lesion. The physician then crossed the lesion with a 1.5x8mm apex push monorail balloon catheter, but it ruptured at 12atms on the first inflation. The device was successfully removed from the pt and the procedure was completed with another device. No pt complications were reported with the pt's current condition is listed as "good". This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.